Manufacturer narrative:
The oasis is a 1.2 tesla vertical field (open) MRI system. Hitachi service arrived on 12/22/2015 (by appointment) to evaluate the transmitter (t/r body) coil and overall system operation. Note that the c-spine coil was not tested for heating/malfunction due to the fact that it was not in proximity to the injured area. The t/r body coil (bore) surface was checked for hot spots using the same scan protocols applied to the patient exam. The maximum temperature found was 75 degrees f. Also, the radiofrequency (rf) transmitter calibration was checked and found to be within specification. The rf gain setting, indicating the output power used, was within normal limits. On 01/05/2016, the patient images were evaluated by the hitachi clinical science department. Neither total exam time nor sar values were reported as the images were copied from a pacs system that does not retain that data. The system appeared to be functioning up to company specifications based on the image quality seen from the scanograms (scout images) and sequences used. Based on the available information, hitachi has not detected any malfunction of the oasis MRI system. We suspect that the injury may have resulted from the abdomen being in close proximity to the rf transmitter. Sweating could have increased skin conductivity. However, no definitive root cause can be determined with the available evidence. We interpreted the radiologist's suggestions to the patient as treatment to prevent infection (medical intervention).

Event description:
A user facility called hitachi on (B)(6) 2015 and reported that they had received a complaint from a patient they had scanned on the hitachi oasis MRI system. The patient was scanned on (B)(6) 2015 at 8pm. The exam was a c-spine using a c-spine receive coil. The patient was sweating after the exam. He returned to the site about 3-4pm on (B)(6) 2015 to complain of a burn on his stomach. They site reported a male patient, (B)(6). The site reported that the patient's stomach was touching the upper transmitter. Patient only had their t-shirt for separation between the skin and the transmitter coil cover (bore). There was no report that the patient complained during the exam or that the technologist examined the patient's abdomen during or immediately after the exam. The patient's abdomen was examined on (B)(6) 2015 and showed signs of blistering. The site radiologist examined at the patient and advised the patient on appropriate wound care and to apply neosporin. The site followed up with the patient on (B)(6). The patient had cared for the wound at home and was improved.